Event description:
The report from clinical (B)(6) for patient with ID (B)(6) indicated that six months after the patient underwent treatment of a median ba-trunk aneurysm with an enterprise vrd ((B)(4)), codman and non-codman coils, and six months after, the patient had an episode of cerebral infarction of right vertebral artery and developed a dysphemia and disturbance of gait. Action taken was medication of edaravone and rehabilitation. The event outcome of cerebral infarction as of eleven months after onset was resolved with sequel (dysphemia, disturbance of gait), and the dysphemia and disturbance of gait was indicated as ongoing/improved. According to the physician the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
The report from (B)(6) for patient with ID #(B)(6) indicated that after the patient underwent treatment of a median ba-trunk aneurysm with an enterprise vrd ((B)(4)), codman and non-codman coils, and six months after, the patient had an episode of cerebral infarction of right vertebral artery and developed a dysphemia and disturbance of gait. Action taken was medication of edaravone and rehabilitation. The event outcome of cerebral infarction as of eleven months after onset was resolved with sequel (dysphemia, disturbance of gait), and the dysphemia and disturbance of gait was indicated as ongoing/improved. According to the physician the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient's medical history consisted of basedow disease, hypertension, hyperlipemia and cerebral stroke. The unruptured saccular aneurysm neck was 3.7mm, and the neck to sac ratio was 3.7:4.5mm. The parent vessel size diameter proximal was 2.5mm and distally was 3.8mm. The mrs on the date prior to the procedure was 1, two days after the procedure was 1, and a month after the procedure was 1. The act was not performed pre and post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. At the time of follow-up angiogram sixteen months after the index procedure, the aneurysm neck was 3.7mm, and the neck to sac ratio was 3.7:4.5mm. The parent vessel size diameter proximal was 2.5mm and distally was 3.8mm. The occlusion rate of aneurysm was 95%, and the mrs was 4. Antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg/day, cilostazol 100mg/day, and heparin 6,000u. Prior to implanting the vrd, axcelguide/medikit, envoy guiding catheter (B)(4)), prowler select plus microcatheter ((B)(4)), radifocus gt gw (terumo). Other devices utilized during the procedure were, rapid transt microcatheter ((B)(4)), excelsior sl10 mc (stryker, transend (stryker), spindle/asahi intecc, chikai/asahi (B)(4), radifocus gt gw/terumo(total 3), ed coils/kaneka(total 3), orbit galaxy ((B)(4)), orbit galaxy ((B)(4)). No further info available. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424845. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Although based on the available information, no definitive conclusion can be made, patient and pharmacological factors as well as placement in a vessel with diameter greater than recommended may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Prior to implanting the vrd, axcelguide/medikit, (B)(4) (lot:15286632), (B)(4) (lot 15191708), radifocus gt gw/terumo. Other devices utilized during the procedure were, (B)(4) (lot: 15299289), excelsior sl10/stryker, transend/stryker, spindle/asahi (B)(4), chikai/asahi (B)(4), radifocus gt gw/terumo (total 3), ed coils/kaneka (total 3), (B)(4) (lot 13500419), (B)(4) (lot 13500211). No further info available. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.